Event description:
It was reported that the physicians at that facility use the handhelds all over when they travel to different sites and therefore the location of the serial cable that was having problems is unknown.

Event description:
It was reported that the physician's handheld serial cable is frayed and was giving some communication issues. A new handheld serial cable was sent to the physician. The frayed serial cable is expected to be returned for analysis, but has not been received to date. It was reported that the physician has several other programming systems and no patient's were affected by the communication issues.